Event description:
A defect was noted in the dcs coil delivery system (zipper). The procedure was an embolization to treat a 13.6mm x 7.4mm aneurysm in the internal carotid artery. The access site was the posterior cerebral artery. The patient was female; age and weight unk. The device was inserted into the aneurysm, but the size of the coil was not appropriate, so the physician tried to withdraw it into the sheath. The physician noted that the zipper was broken and he had to remove the delivery system from the patient. The procedure was completed with another dcs coil (lot unk). There were no reported patient complications. A envoy catheter and a terumo y-connector were used in the procedure. The dcs introducer appeared normal upon inspection after removal from package. There was no resistance or friction noted while the coil was advanced in the catheter. A continuous flush was maintained. The zipper was able to slide distally with no difficulty.

Manufacturer narrative:
During a coiling procedure to the internal carotid artery, it was reported that the physician was unable to re-zip the coil. There are no identified patient factors contributing to the re-zipping difficulty. However, the condition of the returned delivery tube suggests that handling of the system may have contributed to the reported inability to re-zip the system. The cause of the bends and kinks on delivery tube cold not be conclusively determined, but it does not appear to be manufacturing related. The product was returned for evaluation. The unit was returned with coil still loaded in the gripper. The hypotube was bent at several locations along its length including the portion of the hypotube within the split coil introducer. The holder was positioned into the strain relief. The zipper was locked in position with the hypotube and split coil introducer. The zipper was immobile because its lumen was completely obstructed with the hypotube and the split coil introducer. The exact cause of the zipping difficulties could not be determined. The complaint does not appear to be manufacturing related.